Event description:
Issue initially addressed with baxter earlier this month about two oncology clinics issues. Issue: "no flow" occurred between the primary set injection port and the secondary medication set when administering medication to patients. Reporting member provided baxter two sets from each affected lot. The reported condition of "no flow" could not be confirmed. Baxter looked at the sets to confirm that the slit in the valve was as it should be (so that liquid would normally flow). Baxter stated that the slits were within their specifications. Baxter also tested all of the luers to see that they were within specification. Reporting member still had the bag that had the no flo set up. Baxter tried to restart the set and also got "no flow." After repositioning the bags, re-hanging them and the doing an upside down prime on the bags and reconnecting the tubing, baxter was able to get the liquid to flow out of the primary and secondary sets. Reporting member mentioned to baxter that though baxter (after about 10 minutes) was able to correct the "no flow" problem, our clinicians don't have ten minutes (every time they go to administer chemo) to reprime and check all tubing. Reporting member mentioned that we would be sending this report to FDA. Baxter is also doing some additional in services at reporting members facilities due to the fact that the process/technique to use the clearlink products is quite different than other techniques. Baxter also took additional sets (within the same product code) from the facility as it doing additional testing and providing reporting member a second follow up report.====================== manufacturer response for tubing, IV, clearlink, continu flo======================reporting member provided baxter two sets from each affected lot. The reported condition of "no flow" could not be confirmed. Baxter looked at the sets to confirm that the slit in the valve was as it should be (so that liquid would normally flow). Baxter stated that the slits were within their specifications. Baxter also tested all of the luers to see that they were within specification. Baxter also took additional sets (within the same product code) from the facility as it doing additional testing and providing the reporting member a second follow up report.